Manufacturer narrative:
Correction post market vigilance (pmv) led an evaluation of six photos of a device. The staple guide is damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass ,they did not notice anything different during the firing. When getting ready to close the wound a small piece of plastic in the abdominal wound was found while removing the stapler from the abdomen. It was a small piece that broke off the end of the device where the staples were housed. They picked the piece of plastic out ofthe wound and rinsed wound to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass they did not notice anything different during the device firing. However, when getting ready to close the wound a small piece of plastic in the abdominal wound was found while removing the stapler from the abdomen. It was a small piece that broke off the end of the device where the staples were housed. They removed the piece of plastic out of the cavity and rinsed the area to resolve the issue. There was no patient injury.